Event description:
Boston scientific received information that this right ventricular lead was capped due to product performance issue. The exact reason is unknown. No adverse patient effects were reported. This lead is out of service. Additional information was requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.